Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had water inside. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, a reportable malfunction involving fluid within the pump tubing was identified during device evaluation. A root cause could not be identified. However, the investigation results suggest that the observed issues were likely due to component failure. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.